Event description:
Per the clinic, the patient experienced a skin infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the patient was hospitalized on (B)(6) 2024, for administration of IV antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on july 05, 2024.